Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Analysis found insulation abrasions at 16.6cm and 18.5 - 19.3cm from the connector pin, exposing the proximal cables. One of the proximal cables was s damaged. The lead abrasions are consistent with that produced by friction with the ICD can.

Event description:
This report is to advise of an event observed during analysis.